Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen. There were numerous kinks. Microscopic examination of the balloon revealed a pinhole over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. After a guidewire passed through the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but had difficulty crossing. The device was tried to inflate for preparation, however, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. After a guidewire passed through the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but had difficulty crossing. The device was tried to inflate for preparation, however, during first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.